Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Post operative breakage of screw heads. Primary surgery; (B)(6) 2013 revision surgery: (B)(6) 2015 patient data: (B)(6) , male, no light perception, person requiring dialysis; activity level : low (visually impaired , hemodialysis) -case description: (B)(6) 2013 : anterior cervical fixation to c3/4/5. (B)(6) 2013 : 6 months post-operative check-up. No problem (B)(6) 2014 : x-ray exam revealed loosening of screws. (B)(6) 2015 : screw removal procedure was done. -intra-operative findings of the revision surgery: three screws were found to have loosened. All the locking pins and springs of the broken screws were recovered from the operative field; however, not all the petals that broke apart were recovered. C4/5 - non union. Components involved include: fj934t / abc self-locking cervical screw 4.0x18mm lot number 51894387 quantity: 2 (medwatch 3005673311-2015-00128). Fj934t / abc self-locking cervical screw 4.0x18mm lot number 51871871 quantity: 2 (medwatch 3005673311-2015-00129). Component in use: fj758t / abc cervical plate 6 hole ta 37mm lot number 51865491.